Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During the visual inspection a bend in the lead's distal part was noted. Bending the distal part requires the presence of mechanical stress. Tensile forces during surgery should be taken into consideration. Further inspection showed deformations of the outer coil as well as cuttings in the insulation. Blood penetrated the lead in these areas. It is reasonable to assume that these damages were caused during the explant procedure. In summary, a bend in the lead's distal part was noted. There was no sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right ventricular lead exhibited high pacing threshold measurements and intermittent loss of capture. No issues were noted on x-ray. Additional information was received indicating that no asystole greater than 2 seconds was noted. The lead was explanted and replaced. No adverse patient effects were reported. Should additional information be received, this file will be updated.